Event description:
The customer reported that the system would not boot on the second try.

Manufacturer narrative:
The ge service rep checked the system over and found that the power control board failed. The on board fuse had blown. He removed and replaced the power control board, then tested the operation by booting the system. Everything is working as intended.